Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During the functional test, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The embolization coil could not be advanced out of its introducer sheath due to an unknown hardened substance inside the sheath. Further evaluation of the returned smart coil revealed kinked in the pusher assembly. This damage was incidental to the reported complaint and likely occurred due to packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.